Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report that a single use aspiration needle broke during an unspecified procedure. The incoming information indicated one or more needles broke during a procedure, actual amount not reported, in addition to the model number of the needle and lot /serial number were not reported. Based upon the description of the complaint, the most likely device was a single use aspiration needle that was involved, but due to the lack of information an exact model and manufacturer could not be determined.